Event description:
A customer contacted beckman coulter regarding erroneously low hemoglobin (hgb), and platelet (plt) results that were generated by the coulter ac-t 8/10 instrument. A patient sample was tested for hgb and plt. The results were: hgb: 7.0g/dl. Plt: 70 x 10^3 cells/ul. These results were flagged as low (l). The l indicates "for patient samples, result is lower than the low patient sample unit". The results were reported out of the lab and the doctor sent the patient to a hospital. A fresh sample was collected from the patient at the hospital and was tested for hgb and plt. The results were: hgb: 13.8 g/dl. Plt: 173 x 10^3 cells/ul. This same sample was retested for hgb and plt and the repeated results were: hgb: 13.1g/dl. Plt: 166 x 10^3 cells/ul. Units and instrument used at the hospital are unknown. There was no death, serious injury, or change to patient treatment associated with this event.

Manufacturer narrative:
Investigation summary: sample was collected via venipuncture and stored in a 5ml container. Erroneous results occurred in open vial mode on a specific sample. Customer runs qc once a day. Customer stated all qc is within specification. Qc was performed prior to and after the event. A field service engineer (fse) was dispatched to the customer's lab. The fse inspected the instrument, cleaned the rollers, and replaced the pump tubing on both pumps. Sample syringe was cleaned and replaced. The instrument was verified with start-up qc, reproducibility and carryover testing. All results were acceptable. Hardware issues addressed by the fse may have contributed to this event. However, a clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.